Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump, advised customer to use multiple daily injections as backup insulin therapy, instructed customer to place nonworking pump into storage mode and return it with a prepaid label, and informed customer that pump settings and continuous glucose monitor connection would need to be set up on replacement pump.